Event description:
The iab was inserted into the pt on 10/3/97 at 10:00 a.m. The pt went for ptca and required iabp support post procedure. The pt had bleeding that was not severe and a transfusion was required. The iab was removed on 10/6/97 at 3:00 p.m. The iab did not malfunction. No iab was returned to datascope for eval. (Event complications: bleeding/not severe. Transfusion-reported 1/5/98.) (Pt's current status: discharged-rpt'd 1/5/98.)